Event description:
It was reported that "the syringe broke at the moment of introducing the contents." No injuries or consequences reported, no medical intervention required. The patient's status is reported as "fine." Six syringes reported. Associated mdrs: 3014909464-2026-00038, 3014909464-2026-00040, 3014909464-2026-00041, 3014909464-2026-00042, and 3014909464-2026-00043.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Based on additional information received from the customer on (B)(6) 2026, it was determined that the event is not reportable; therefore, the initial MDR submitted on may 11, 2026, should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the syringe broke at the moment of introducing the contents." No injuries or consequences reported, no medical intervention required. The patient's status is reported as "fine." Six syringes reported. Associated mdrs: 3014909464-2026-00038, 3014909464-2026-00040, 3014909464-2026-00041, 3014909464-2026-00042, and 3014909464-2026-00043.